Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the planned surgery for implant removal at the patient's two year follow up, damaged screws were found. The product associated with this event has not been returned for investigation and no further information was provided. This is report 7 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot number was provided, hence a review of the device history records will be requested. Placeholder.